Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: the balloon did not deflate properly to remove from the patient. The customer had to cut the catheter and insert a guide wire to deal with the situation. The period of use is unknown. There is no patient injury. No sample return due to being discarded.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.